Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's discontinued treatment. Following a cycler alarm the pt contact discovered a leak coming form the pt line. The contact was advised to contact the pt's pd nurse, the set was not made available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.